Event description:
Reportedly, on (B)(6) 2015, an issue was observed on the subject programmer which was previously concerned by flex cable change. The issue concerned a display of the following message ¿the integrity of this dedicated programmer is unsure. Please contact your sorin sales representative¿ despite the several attempts to log off ¿ log in and re-installation attempt to 2.22j and 2.44j. Preliminary analysis showed that file corruption after smartview 2.44 installation prevented the use of the programmer. It could be related to a hardware issue. The programmer should be returned for repair.

Event description:
Reportedly, on (B)(6) 2015, an issue was observed on the subject programmer which was previously concerned by flex cable change. The issue concerned a display of the following message ¿the integrity of this dedicated programmer is unsure. Please contact your sorin sales representative¿ despite the several attempts to log off ¿ log in and re-installation attempt to 2.22j and 2.44j. Preliminary analysis showed that file corruption after smartview 2.44 installation prevented the use of the programmer. It could be related to a hardware issue. The programmer should be returned for repair.